Event description:
The customer contacted physio-control to obtain the part number for the adult paddle plate on the device hard paddles. The plastic slotted wing that locks it in place was broken. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control provided customer with the part number for a replacement adult paddle plate. The replaced adult paddle plate will not be returned to physio for evaluation. The root cause for the reported failure cannot be determined.